Manufacturer narrative:
Integra completed its internal investigation 8/26/2015. The investigation included: method: DHR review; complaint trendl visual inspection. Results: DHR review was completed for pac2 cable serial number (B)(4). Date of manufacture: sep-2014. No non-conformance reports were raised during the manufacturing process for this cable. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the cable been released. Based on previous customer complaints, it can be concluded that the complaint incident is a failure of the cable to interact with the icp monitor. Since there is no reference to an interaction of the cable with the catheter, the reported failure is trended as cable to monitor interaction failure, therefore a minimum of 12 month review of pac2 cable customer complaints was completed using the following key words ¿cable to monitor connection failure¿ and a root cause ¿could not duplicate¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 07-apr-2014 to 18-aug-2015. Twenty three (23) complaints met the search criteria. The analysis of the complaint investigations and root cause reports has concluded the reported complaint is the 13th identified complaint for the reported failure associated with pac2 cable that could not be duplicated. Reported failure was not confirmed; engineering investigation could not duplicate the interference at mpm-1 monitor and was not able to evaluate an error in spm-1 monitor as no fully functional, calibrated monitor was available. Further investigation completed by service centre could not duplicate an error in spm-1 monitor. Pac2 cable was verified as working within specifications; no fault was found. Conclusion the reported failure ¿pac2 pre-amp cable, monitor show an interference at mpm-1 and show error in spm-1¿ was not verified and could not be duplicated, therefore, no root cause can be determined.

Event description:
This is the second of twelve reports (same reporter, same product ID, same product problem, different serial numbers). It was reported that the receptacle that engages the catheter was not connected to the ground and when they touch the finger, they realized that the monitor showed an interference at the mpm-1 and showed an error in the spm-1. For other cables that worked, the receptacle was connected to ground and didn't have a problem. A multimeter was used to check this problem. The cable has never been used. The product problem was found upon inspection of the unit after the initial receipt of product from the manufacturer. It was found during set up for a procedure. There was no patient involvement. There was no procedure delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.